Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the instruments and implants that were send out to the customer did not fit in the knee that was in situ. Procedure was aborted and patient had to be rescheduled.